Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer sst blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tube (367997) from lot 0232231: fm in gel ×1".

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tube (367997) from lot 0232231: fm in gel ×1".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-09. Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for fm in gel with the incident lot was observed. The black fm in the tube appears to be a piece of burnt silica. Bd reviewed specific areas in the manufacturing process relating to this issue and improvements were made as a result. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.